Event description:
It was reported that t:slim x2 pump battery would not charge, with power source alerts appearing even though caller used different charging cables, wall adapters, and a working outlet without success. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while technical support arranged a replacement pump, instructed caller to put pump into storage mode and return it with a prepaid label, and advised caller to re-enter pump settings and reconnect continuous glucose monitor on the replacement device.